Event description:
The customer stated he was hospitalized for high blood glucose readings. The reading was 300 mg/dl at the time of the call. The customer stated he experienced high blood glucose and dehydration for several days prior to the hospitalization, and also stated he had been under a great deal of stress. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.